Manufacturer narrative:
The device was returned to the customer unrepaired per customer's request. Based on all available evidence, an investigation determined that the reported complaint was due to a faulty/defective external battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference (B)(4).

Event description:
It was reported to resmed that an astral device had an external battery detection issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The fault was traced to the external battery housing. The customer requested the device be returned unrepaired. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an external battery detection issue. There was no patient harm or serious injury reported as a result of this incident.